Manufacturer narrative:
The cycler was returned for evaluation. There were no indications of dried fluid within the cassette compartment underneath the mushroom heads. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. There were no fluid leaks in the test cassettes during the treatment tests. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. In the internal, visual inspection of the unit showed brown, discolored pneumatic tubing and a brown hp2 filter within the cycler unit. The cause of the encountered discoloration could not be determined. The cycler passed the mushroom head checks. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The cycler was not returned for investigation and the complaint could not be confirmed. The patient's medical records were received and reviewed. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of fluid overload. However, there is a certain association between the event and the need to change the patient¿s dialysis modality to hemodialysis.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported that the patient would be permanently transitioning to hemodialysis treatment as the patient had experienced fluid over load within a short span after being discharged for a recent episode of peritonitis and was hospitalized again from (B)(6) 2016. The patient is recovering from fluid overload. The patient's medical records have been requested but have not yet been made available.